Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the right ventricular lead. Programming changes to deactivate tachycardia therapy and set a suitable mode were made. A chest x-ray confirmed dislodgement. During the procedure and attempt to reposition the lead, the helix wouldn't extend. The lead was explanted and replaced. The patient was stable.